Event description:
The pt presented at the clinic complaining of "popping" noises coming from the device. While attempting to interrogate the device, an "unable to establish communication" message with two chirps were observed. A second programmer was utilized with the same results. After exhausting all troubleshooting possibilities, the decision was made to explant the device.